Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : the device was not returned.

Event description:
It was reported that there were cases where the temperature would suddenly drop or not reach around 37 during ope in the foley catheter. The same event has occurred several times in the past. The representative has confirmed 2 unopened products from the same lot number.

Manufacturer narrative:
The reported event was unconfirmed. Photo: received (2) photo samples. All photo samples showcase an overview of the unopened lubri-sil ic pouch. Received 1 lubri-sil ic pouch, visual inspection noted. Microscopic visual observation: catheter was viewed under evo microscope. There were no damages noted to the catheter silicone or the thermistor wire. Functional evaluation: catheter was tested in accordance with tm0301213 revision 2: room temp resistance: 1.874 k ohms 25 degrees celsius resistance: 1.223 k ohms calculated temperature at 25 degrees celsius, based on resistance: 36.65 degrees celsius 37 degrees celsius resistance: 0.633 k ohm calculated temperature at 37 degrees celsius, based on resistance: 44.29 degrees celsius gross visual evaluation: there were no defects were noted. The catheter was placed in a water bath and attached to a kilo device to display the temperature. With the water bath set to 37 degrees the displayed temperature fluctuated between 35.0 and 37.0 degrees celsius every few minutes over a 20-minute time period. No root cause could be found because the reported event was unconfirmed. As the reported event is unconfirmed a DHR review is not required. However, a DHR was completed before unconfirming the event. As the reported event is unconfirmed a labeling review is not required. Section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that there were cases where the temperature would suddenly drop or not reach around 37 during ope in the foley catheter. The same event has occurred several times in the past. The representative has confirmed 2 unopened products from the same lot number.